Event description:
It was reported that during a da vinci-assisted surgical procedure, a system failure occurred and it was necessary to convert the procedure. The customer did not specify when this occurred, nor did they describe the system failure or what was done to resolve the problem. The customer stated that the system is being used, but cannot say what happened on the day of the failure. The technical service engineer (tse) checked the system event logs and identified fault 75. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) touch screen to resolve the error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause is attributed to a component failure in the touch screen.